Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test, active current measurement and self test. No button error alarm noted upon testing. No pump error 68 alarms noted during testing, however unit received with high sleeping current and unexpected battery power loss due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had stuck button alarm. The customer¿s blood glucose level was unknown. Customer reported that they did not pressed button down for three minutes or longer. Customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.